Event description:
While surgeon was using bovie on coag, noticed line on t.v. Monitor. Lap bovie cord was plugged into machine and it (cord) started a flame at the metal piece. Plug removed from machine and cord, burned into, was discarded. New cord to sterile field. Scissors also sent to be checked by biomed dept.